Manufacturer narrative:
Upon further investigation it was determined that the label placed on top of the test strip bottle contained a contour next test strip lot # dp8aped01a. However, the label looked worn off as though it was relabeled on the bottle, and half of the label was precisely cut off. The raw contour next lot # 8fpec31 on the bottom of the test strip bottle did not match the label lot number on the side of the test strip, indicating that relabeling occurred. The cut label that was relabeled indicated that the product has been tampered with. It is likely that the returned bottle of test strips was tampered with after it left ascensia' s control.

Manufacturer narrative:
The customer returned contour next link 2.4 meter and contour next test strips from lot 8aped01a. The meter was tested in-house with the returned test strips and in-house test strips from lot # 8aped01a. All results with the returned test strips were above the expected range, while the results with the in-house test strips were within the expected range. The returned and in-house test strips were examined under a microscope before testing and no physical damage was observed. For both returned and in-house test strips, the black reagent circle was intact and there was no apparent color change. It is important to make sure that the customer understands the proper storage and handling of the test strips and the correct testing procedure as outlined in the strip insert and user guide. It is likely that the returned bottle of test strips was not stored properly by the customer and the test strips were exposed to a contaminant that caused the high results. The meter and test strips will be further evaluated by the manufacturer. In some countries outside the us, customer information is not provided due to privacy laws. This event is related to 1810909-2019-00250. MDR 1810909-2019-00250 has been filed for the event occurred on (B)(6) 2019.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 235 mg/dl on a contour next link 2.4 meter. Within 10 minutes, the customer retested with a non-ascensia meter and obtained a reading of 67 mg/dl. There was no allegation of an adverse event. The customer returned the test strips for evaluation. Replacement meter and test strips were sent to the customer.